Event description:
The customer reported a couple drops of uncontained diluent fluid leak from the manual probe while running controls on the coulter hmx hematology analyzer with autoloader. The instrument generated a backwash not performed error message. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves, goggles, and laboratory gown when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found and replaced solenoid 20 (lv20) which was not opening to actuate pinch valve (pv42) and to allow backwash. The issue was resolved and the fse performed verification of instrument to meet the specified requirements per established procedures; the results meet published performance specifications. (B)(4).